Event description:
It was reported via repair work order that the bed had a damaged motion interrupt pan . Also it was reported that the power cord had damaged sheathing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.